Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default.investigation summary:it was reported there was foreign matter. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no plastic shield. The photo has a circle drawn in a red color. The circle is highlighting the needle and plastic hub joint where the white epoxy fixes the needle to the plastic hub. No defects are observed. A device history record review was completed for provided material number 305195, lot number 0363924. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot.based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd precisionglide¿ needle contained foreign matter. The following information was provided by the initial reporter: " I noticed some material in the solution similar to the white material at the bottom of the needle. "